Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had unipolar impedance less than 300 ohms. The ra and rv leads remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: addr01 implantable pulse generator, 4024 implantable pacing lead. (B)(4).